Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusion set cannula bent events on (B)(6) 2024. The blood gluose level was 400 mg/dl on 04-jun-2024. The patient was hospitalized on (B)(6) 2024 because blood glucose was 800 mg/dl. Unomedical do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).